Manufacturer narrative:
(B)(4). A device history record (DHR) review could not be performed as the lot number was unknown. The sample was returned for evaluation. A visual exam was performed and no defects were observed. The cuffs were inflated to 25mbar using a calibrated endotest meter. Both cuffs (bronchial and tracheal) remained inflated. The sample was then immersed into water and no leaks were observed. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
It was reported that the bronchial cuff was leaky after approx. 1 h after insertion. The device was not tested prior to use, insertion without any issues. Patient was reintubated without problems. No report of patient injury. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The device involved in this complaint has not been returned to the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
It was reported that the bronchial cuff was leaky after approx. 1 h after insertion. The device was not tested prior to use, insertion without any issues. Patient was reintubated without problems. No report of patient injury. Patient condition reported as "fine".